Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) experiences periods of asystole when he lies on his side. The ipg also exhibits no output at this time. Oversensing and pauses are observed with patient movement. Pacing thresholds are good and an x-ray to verify lead position was good.